Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with blood glucose exceeding 400 mg/dl before decreasing to 257 mg/dl after confirmation that a meal announcement had been made approximately 30 minutes prior; the user reported memory issues and was unsure of meal details, and the device was observed to be operating and delivering insulin as intended. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of backup therapy. Investigation included product-use review and user education on viewing meal history and monitoring blood glucose. Investigation of this case revealed no device malfunction and an undetermined cause for the elevated glucose due to uncertain meal timing and recall. It was concluded that the device functioned as designed and that the event was due to cause unknown.